Manufacturer narrative:
The facility has disposed of the implant and will not be returning the sample to medtronic xomed for eval. The pt returned to the facility for a follow-up and there was a 50% reduction in the infection. The pt is to have another follow-up in approx one month.

Event description:
The facility reported the pillar was implanted in 2009, but the pt returned the facility three months later, due to pain. The pt experienced cellulitis with the left implant, and a small abscess was draining spontaneously for approx one month. Pt was placed on augmentin due to infection.